Event description:
Following a diagnostic procedure on 08/12/1997, an angio-seal device was deployed. However, on 08/15/1997, the pt complained of claudication which presented as a cramp which then progressed upward into his right buttock. On 08/19/1997 the pt saw his physician and an ultrasound was performed. The ultrasound showed a 95% blockage by a posterior thrombus. On 08/20/1997 the physician decided to postpone surgical assessment/intervention until the pt went in for his previously scheduled open heart procedure. On 08/26/1997 follow-up, it was learned that the pt was placed on coumadin with resolution of the claudication symptoms. Follow-up with the pt on 09/15/1997 determined that the angio-seal device was surgically removed on 09/03/1997 concurrently with the previously scheduled coronary artery bypass surgery, with immediate resolution of claudication and no further difficulty.